Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks after implantable pulse generator (ipg) system implant, the patient experienced a pocket infection. The ipg system was explanted and subsequently replaced by a leadless ipg. No further patient complications have been reported as a result of this event.